Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 08/02/2023. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in one photograph. Signs of clinical use and evidence of blood was observed in the other photographs. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. An investigation was conducted on 08/10/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Signs of clinical use and evidence of blood was observed. The cannula handle was observed to be intact. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results and the photographic evaluation , the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.¿ the lot # 3000317674 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 bipolar burned through the c-ring. The physician noted that a lot of force is usually required to get the cautery close enough to the c-ring to burn it, and they did not feel they applied that force. A new device was used to complete the procedure. No delay reported the patient was not injured.